Event description:
It was reported that the customer experienced a blood glucose (bg) level over 400 mg/dl; the cause of elevated bg was unknown. The customer went to the emergency room and was treated with intravenous fluids of insulin and saline. Reportedly, the customer was discharged the same day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.